Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, a ventilator was alarming for low inspiratory pressure and ventilator's airflow was low. The sponge of the inlet air path assembly was found to have peeled off and it is assumed to be the cause for the reported event. The manufacturer¿s investigation is ongoing. A follow up report will be filed when the investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, a ventilator was alarming for low inspiratory pressure and ventilator's airflow was low. The sponge of the inlet air path assembly was found to have peeled off and it is assumed to be the cause for the reported event. The manufacturer¿s investigation is ongoing. A follow up report will be filed when the investigation is complete. The device's air inlet path assembly was replaced to address the issue.